Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customers current blood glucose level was 60 mg/dl. Customer experienced hypoglycemia, while the low blood glucose was being treated it with food. Customer has been experiencing low and does not have a backup plan. Customer also had concerns about emergency room visitation costs, and they were clarified by the customer service representative. Customer was advised infusion sets will be shipped overnight. The insulin pump will not be returned for analysis.